Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom on (B)(6) 2024, it was reported that the infusion set's tubing got detached at the release site. The site location was patient's left side, and the pump was located on the right side. The infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.